Manufacturer narrative:
The field service of baxter performed an onsite investigation at the hospital. The failure "spring arm detached" could confirmed during the inspection. The failure was resolved by replace the affected spring arm. It is possible that wear and tear over time has led to the snap ring (circlip) failing. The wear leads to increased friction in the snap ring (circlip) and may have led to it coming loose.by checking the lighting system every 2 years, as recommended in the IFU and performed according to the information in the maintenance protocol, the wear and tear could have been detected early and corrected accordingly. Inadequate maintenance of the retaining ring spring arm are the most likely causes. The failure was resolved by replacing the affected spring arm. After repair the device was working as intended. Based on this, not further actions are necessary.

Event description:
It was alleged that the spring and light assembly fell during preparation for surgical procedure. No harm was reported in relation to this event. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Event description:
It was alleged that the spring and light assembly fell during preparation for surgical procedure. No harm was reported in relation to this event. This report was filed in our complaint handling system as complaint #(B)(4).